Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the during prime insulin was shooting out instead of slow drip. The customer¿s blood glucose level was unknown at the time of the incident. Patient has to pinch the end of the tubing for the pump to actually prime the tubing.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis. -

Manufacturer narrative:
Device received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly or failed batt test alarm due to cracked/broken off end cap. Device had broken battery tube threads.